Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, device shutting down, was not reproduced. The device was received with tape over the battery contact pins and a battery alert 1 occurred. Once the tape was removed, the device was able to charge the customer's battery with the customer's ac power adapter without failure. A test infusion was ran to depletion with the device and customer's battery and the pump did not power off without warning during use. No visual abnormalities that could cause or contribute to the reported problem was observed on the pump. The customer's battery was also tested separately with a known good pump, and an improper shut down was not experienced. Visual inspection of the customer's battery module, found corrosion on the battery contact pin. Corrosion can cause improper shutdown with out warning. Spectrum's iq operation manual notes "it is important to remove the battery module to ensure proper cleaning of the battery terminals, as well as to prevent any power from being applied to pump circuitry while liquid cleaning solution is present, which may cause corrosion. A review of the event history log revealed "improper shutdown!". A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be corrosion on the battery contact pin.the battery module is deemed unserviceable and will be scrapped. The customer was provided with instructions to properly clean battery modules and it was recommended to replace modules within their fleet with extensive corrosion. Baxter representatives offered on site assistance in identifying damaged device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump shut down while infusing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.